Manufacturer narrative:
Burrs on outer base tube and caster horns.

Event description:
It was reported by service report that there were sharp burrs on the load wheel casters and the undercarriage. No patient involvement or adverse consequences are reported.